Manufacturer narrative:
The result of the investigation are not complete at the time of this report.

Event description:
The event is reported as: the balloon has snapped after a radical prostectomy. No pt injury reported.